Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material remained in the device could not be identified. Also, could not identified the foreign material. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited residue and foreign material came out of the forceps channel, residue and foreign material was found in the channel cleaning brush, objective lens had corrosion due to water leakage, due to dirt on light guide bundle, illumination was uneven; and control unit was sticky due to water leakage. There was no patient involvement.